Event description:
It was reported that the customer was hospitalized due to high blood glucose of 490mg/dl, and he was treated with an insulin drip. It was stated that the customer was throwing up and was non-responsive by the time the paramedics were called. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several no delivery alarms. Assisted the customer to run a fixed prime test and the insulin did exit. Performed the high pressure test and passed. The caller mentioned that he noticed the cannula was bent when the infusion set was changed, which caused the alarm. However, there were other instances when the cannula was bent, but the insulin did not alarm no delivery. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.